Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of patient's issues were undetermined and not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that on(B)(6) 2018 night it started hurting at the implant site. Patient stated it was difficult for the patient to sit down, like someone who just had a baby. Patient reported it also felt like the device was starting to protrude out. Patient reported that the next day she started to urinate more, and increased the stim. After increasing the stim patient started feeling stim up her back. Patient reported when she increased stim it magnified the stim sensation in her back. Patient reported she had to decrease stim. Patient reported the settings she was currently at were the settings she had been at for a long time. Patient reported that at the current settings she felt "stimup" her back and at times it was worse than others. Patient reported a week prior to friday (B)(6) 2018 patient started to have pain in her shoulder blades. Patient reported she had not had any falls or trauma or change in activity. Patient did report that she had been going to the gym, walking on the treadmill and riding the exercise bike. Patient reported starting slow and not doing anything strenuous. Patient was advised to follow up with the hcp for the issues reported. The patient called her healthcare professional¿s (hcp) office on (B)(6) 2018 for the first time since the issue started. The physician¿s office notified the rep (B)(6) 2018, and the rep asked the office to have the patient come in for device interrogation. It was reported that the patient was experiencing paresthesia, hard shock and spasms going up her back and down her arms. Patient reported when she increased the stimulation it was worse. Patient reported her urinary urgency frequency was worse since the stimulation started going the wrong way. Patient reported it all started after experiencing several muscle spasms under her shoulder blades while twisting around to back up her vehicle. Patient states that she turned the ins amplitude up on (B)(6) 2018 and the spasms in her back became more intense, so patient turned it back down to the original setting. The patient¿s device was interrogated and it was found that the ins battery was turned off. Patient reported that she didn't know it was off because the stimulation and shocking was going up her back and down both arms as she sat there. It was reported that there was no diary information other than configuration 3 was the only program used and the device was last interrogated on (B)(6) 2017. Patient allowed that stimulation be turned on. The impedance was checked, which was within normal limits. When patient was on configuration 3 she felt the stimulation/ paresthesia at the bottom of the right butt cheek, so the stimulator was switched to configuration 1 and intensity was increased to 1 where she felt comfortable stimulation in the right vaginal area. After the patient sat there for approximately 5 minutes of adjustments, patient reported that the spasms in her back were a little more intense. The patient¿s device was shut off and with approximately 3 minutes passing patient stated the back spasms were less intense but present. The hcp in the office was present and he and the patient agreed that it was up to the patient to use the device or turn it off, but the hcp felt the spasms weren't coming from the device and the spasms may resolve on its own with time. Patient was instructed to note when she used the device and if the spasms/ paresthesia going up the back and down both arms was worse or no change. She was given an appointment for follow up on (B)(6) 2018. It was reported that the interrogation of the ins battery revealed the device was off and the patient was unaware it was off and for how long it had been off. Diary information showed the device had been on configuration 3 = program 3 for 100% of the time, and the last interrogation was (B)(6) 2017. There was no specific on or off information available in the diary. The impedance was with in normal limits. There was approximately 72 months of battery life remaining per the longevity calculator of the clinician programmer. After the device was turned on program 3, patient felt the stimulation in the bottom of the right butt cheek at an amplitude of 0.8. Since patient was having increased urgency and frequency the program was switched to program 1 (configuration 1) and patient felt the stimulation vaginally at 1.0 volts. It was explained to the patient that the increase in urgency frequency could have been because the ins was off. No further symptoms or complications reported/anticipated.-###-from sr-(B)(6)-2018(B)(6) (B)(4): information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that on (B)(6) 2018 night it started hurting at the implant site. Patient stated it was difficult for the patient to sit down, like someone who just had a baby. Patient reported it also felt like the device was starting to protrude out. Patient reported that the next day she started to urinate more, and increased the stim. After increasing the stim patient started feeling stim up her back. Patient reported when she increased stim it magnified the stim sensation in her back. Patient reported she had to decrease stim. Patient reported the settings she was currently at were the settings she had been at for a long time. Patient reported that at the current settings she felt stim up her back and at times it was worse than others. Patient reported a week prior to friday (B)(6) 2018 patient started to have pain in her shoulder blades. Patient reported she had not had any falls or trauma or change in activity. Patient did report that she had been going to the gym, walking on the treadmill and riding the exercise bike. Patient reported starting slow and not doing anything strenuous. Patient was advised to follow up with the hcp for the issues reported. The patient called her healthcare professional¿s (hcp) office on (B)(6) 2018 for the first time since the issue started. The physician¿s office notified the rep (B)(6) 2018, and the rep asked the office to have the patient come in for device interrogation. It was reported that the patient was experiencing paresthesia, hard shock and spasms going up her back and down her arms. Patient reported when she increased the stimulation it was worse. Patient reported her urinary urgency frequency was worse since the stimulation started going the wrong way. Patient reported it all started after experiencing several muscle spasms under her shoulder blades while twisting around to back up her vehicle. Patient states that she turned the ins amplitude up on (B)(6) 2018 and the spasms in her back became more intense, so patient turned it back down to the original setting. The patient¿s device was interrogated and it was found that the ins battery was turned off. Patient reported that she didn't know it was off because the stimulation and shocking was going up her back and down both arms as she sat there. It was reported that there was no diary information other than configuration 3 was the only program used and the device was last interrogated on (B)(6) 2017. Patient allowed that stimulation be turned on. The impedance was checked, which was within normal limits. When patient was on configuration 3 she felt the stimulation/ paresthesia at the bottom of the right butt cheek, so the stimulator was switched to configuration 1 and intensity was increased to 1 where she felt comfortable stimulation in the right vaginal area. After the patient sat there for approximately 5 minutes of adjustments, patient reported that the spasms in her back were a little more intense. The patient¿s device was shut off and with approximately 3 minutes passing patient stated the back spasms were less intense but present. The hcp in the office was present and he and the patient agreed that it was up to the patient to use the device or turn it off, but the hcp felt the spasms weren't coming from the device and the spasms may resolve on its own with time. Patient was instructed to note when she used the device and if the spasms/ paresthesia going up the back and down both arms was worse or no change. She was given an appointment for follow up on (B)(6) 2018. It was reported that the interrogation of the ins battery revealed the device was off and the patient was unaware it was off and for how long it had been off. Diary information showed the device had been on configuration 3 = program 3 for 100% of the time, and the last interrogation was (B)(6) 2017. There was no specific on or off information available in the diary. The impedance was with in normal limits. There was approximately 72 months of battery life remaining per the longevity calculator of the clinician programmer. After the device was turned on program 3, patient felt the stimulation in the bottom of the right butt cheek at an amplitude of 0.8. Since patient was having increased urgency and frequency the program was switched to program 1 (configuration 1) and patient felt the stimulation vaginally at 1.0 volts. It was explained to the patient that the increase in urgency frequency could have been because the ins was off. No further symptoms or complications reported/anticipated.